Manufacturer narrative:
The root cause was the materials used in the device broke off due to excessive force. Initially when this event was reported it was determined the event was not reportable. On a subsequent re-review it was determined that this event should be reported.

Event description:
Surgeon used excessive force; the handle of last portal of the disposable teleport broke off.